Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker was taken to the hospital because the pulse dropped to 40 bpm. There were no pacing spikes in the electrogram (egm), there was no response from the magnet, and it could not be interrogated. Premature battery depletion (pbd) was suspected. This pacemaker was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.